Event description:
Mega suturecut needle driver lot #k10220530-0548 wire broke during surgery. Instrument removed from robot arm, from patient and inspected. Wire present no wire noted in patient. Instrument removed from sterile field. New mega suturecut robot arm given to field.